Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device would not work in reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the manufacturer location was inadvertently documented as (B)(4) in the initial report. The correct location is (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The small battery drive device was evaluated and it was determined that the coupling tool side had seized, jammed, and was heavy moving. It was noted that the failure ¿reverse does not work¿ was not found but the coupling head was damaged. It was further determined that the device failed pretest for check the attachment coupling. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.